Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that air was leaking from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit after seven days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently received by the manufacturer and device evaluation is anticipated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the compliant rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare where it was visually inspected for the reported damage. Results: visual inspection revealed a hole in the expiratory limb of the returned breathing circuit approximately 6.5cm from the proximal connector. A lot check revealed one other complaint of this nature for lot number 111208. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that air was leaking from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit after seven days of use. No patient consequence was reported.